Event description:
On (B)(6) 2015, the distributer contacted animas alleging a blank display screen issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: the returned battery cap was used for investigation. The reported blank display was not duplicated. A review of the pump history revealed no alarms relating to the reported blank display issue. Unrelated to the complaint, the display screen was found to have a dim pink contrast.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).